Event description:
It was reported that an asymptomatic patient underwent surgery for unrelated lead replacement. When the new right ventricular lead was connected to the pacemaker, high impedance was observed. It was noted that electrocautery was used close to the pacemaker. The pacemaker was explanted and replaced. The patient was stable before, during and after the procedure.